Event description:
Reportable based on analysis completed on 09/22/2011. It was reported that during an embolization treatment procedure, resistance was encountered. The target location was in the patient's pancreas. The 5.0mm x 15cm fibered interlocking detachable coil (f-idc) 2d was being utilized with a turbo tracker 18 microcatheter and "resistance was met upon removal." The procedure was completed with another of the same of each device. There were no patient complications reported and the patient's status is good. Additional information was requested and is not available. However, device analysis of the coil revealed the core wire of the pusher was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed the introducer sheath, pusher wire and coil were returned. The coil and pusher wire were returned inside the introducer sheath with their arms interlocked. The twist lock had been opened. Dried blood was present at the proximal end of the introducer sheath. Slight resistance was experienced advancing the coil through the introducer sheath due to the dried blood. The coil was inspected and found to be slightly stretched at the proximal end, but no blood was present on the coil. The pusher wire was inspected and found to have become progressively more stretched from the mid to distal end. The core wire was broken between the distal solder joint and mid solder joint. The introducer sheath was inspected and no anomaly was noted. Microscopic inspection of the coil observed the zap tip shape and surface were smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusher wire ss coil was inspected and the core wire was broken just below the interlocking arm. The main coil dimensions and pusher wire dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as an incompatible catheter was used with the coil. The dfu states "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter with one or two radiopaque (ro) tip markers)." (B)(4).